Event description:
It was reported that travel coarse error and check clutch/plunger lever was experienced. No patient injury was reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with cracks and chips on the top case by the front right and left bottom corners, cracks by the tube holder, and cracks by the right plunger case. The locking tabs were broken on the bottom case, and there was visible contamination by the tube holder and by the "l" bracket pole clamp. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check clutch/plunger lever" messages. To further investigate, an occlusion test and an infusion test was performed. The reported event was duplicated. The popping noise followed by the check clutch/plunger alarm occurred during the occlusion test. It was determined to be due to normal wear of the lead screw and clutch halves; parts were more than 5 years old. The lead screw, clutch spring, and both clutch halves.